Event description:
Reporter stated "when pulling the stylet out, the bolus tip went into the pt's lung. Pt was fed into the lung. No further info was provided". One pt involved.

Event description:
Add'l info: the reporter has been unable to obtain more info on the pt. The medwatch will not be returned.